Manufacturer narrative:
The reported complaint was confirmed. The pins of the connector were bent preventing the device from being plugged in. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The user facility's biomedical technician discovered the issue when he found the flow sensor on a table with a note saying "out of order". (B)(4).

Event description:
It was reported that during the use of the device for a non-clinical activity, the connector of the flow sensor had couple of pins that were out of shape and would not plug into the heart lung machine (hlm). There was no patient involvement.